Manufacturer narrative:
(B) (4).. The product has been requested for investigation, and a follow up will be submitted once results are available.

Event description:
A customer reported that they obtained high readings on their precision xtra meter. It was reported that the customer obtained readings of 190 mg/dl compared to 87 mg/dl within a ten minutes timeframe. When plotted on a parkes error grid the results fell in the 'c' zone and are considered clinically significant. Three was no report of death, serious injury or mistreatment.